Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016 because she was unaware that the insulin pump went into threshold suspend twice. The customer experienced a high blood glucose level of 295 mg/dl. The customer was headed to a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. She was nauseous, had abdominal pain, and a dry mouth. Customer's blood glucose level was 108 mg/dl but her sensor glucose reading was 60 mg/dl. The customer received calibration error and change sensor alarms. The device was not returned.